Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), e2, e3, g3 g4, g7, h2, h10, h11 corrected fields: b5, d10, h6 (medical device ¿ problem code, type of investigation, component codes). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified the reported issue and replaced the power cable. Unrelated to the reported issue, the fse and replaced the tidal volume disk per factory specifications as it was due to be replaced. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a power cord that was torn. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power cord that was torn. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.